Event description:
It was reported in a presentation by a physician during a meeting that a patient suffered an embolic stroke. No further details have been reported.

Event description:
It was reported in a presentation by a physician during a meeting that a patient suffered an embolic stroke. No further details have been reported.

Manufacturer narrative:
(B)(4): device remains implanted.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.